Manufacturer narrative:
Device is a combination product . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12692 it was reported that during a coronary artery drug eluting stenting treatment procedure, the patient expired. Vascular access was obtained via femoral artery. The 90% stenosed first target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad) with a >45 and <90 degree bend. The first target lesion was treated with placement of a 3.50x20mm promus premier stent. The 90% stenosed second target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx) with a >45 and <90 degree bend. The second target lesion was treated with placement of a 2.50x20mm promus premier stent. On the same day of the procedure, the patient expired. No autopsy was performed. No additional information is available at this point of time.